Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal right coronary artery with heavy tortuosity, mild calcification and 90% stenosis. Pre-dilatation was performed using an unspecified 2.5x8 mm balloon catheter. A 2.75x18 mm xience pro rx stent delivery system (sds) was advanced and deployed in the target lesion; however, an edge dissection occurred. There was no interaction of devices. The device was removed and a new xience pro stent was used to cover the dissection. There was no adverse patient sequela. There was no clinically significant delay during the procedure. No additional information was provided.